Event description:
A user facility reports that during intraocular lens (iol) surgery, the posterior chamber was ruptured. The association between this event and the iol is not known. Additional information has been requested.